Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and broken reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she had the insulin pump inside her clothing and she was at a funeral, a wedding and in church all day. Blood glucose value is unknown. Nothing further reported.